Event description:
It was reported that this lead was an attempted implant as pacing impedances were high, out of range on all vectors. After that, a new lead was attempted, showing the same issues with the impedances. Finally, a competitor lead was successfully implanted with in range values. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was an attempted implant as pacing impedances were high, out of range on all vectors. After that, a new lead was attempted, showing the same issues with the impedances. Finally, a competitor lead was successfully implanted with in range values. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.